Event description:
Customer alleged that the pump infused close to 9 ml instead of 10 ml during testing.

Manufacturer narrative:
The volumetric accuracy tests were performed and pump infused within +/-5% spec. The complaint could not be confirmed.